Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a reddish material and a hole in the surface of the pebax. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, a hi force and error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The issue reported by the customer was confirmed. The instructions for use (IFU) contain the following recommendations: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) and short circuit (c0208) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the issue force issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole in the pebax. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that after serveral ablations the force rose up to over 58g during the ablation. When the ablation was stopped, the force reached a normal value. There was no error shown in the carto or on the ngen monitor. Trying to re-zero the catheter did not solve the issue. After deconnecting the catheter from the dongle and the dongle from the piu and reconnect everything and re-zeroing again several times did not solve the problem. They flushed the catheter outside the patient and again, it did not help to get rid of the high force. They had to change the catheter. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 26-apr-2024, the bwi pal revealed that a visual inspection of the returned device found a hole on the surface of the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.